Event description:
Customer requested the restoration of the original performance to the instrument. This is report 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was damaged and not functioning properly. This was attributed to normal wear of the device. Various parts were replaced. Device was repaired and returned to the customer.